Event description:
In 2008, the pt reported that she went for a walk with her mother and then has no memory of what happened next. The mother informed the pt that she was "vacillated" and confused and then became unconscious. The pt's mother called the emergency physician and the pt's blood glucose measured 32 mg/dl. The pt was given a glucose IV and was disconnected from the infusion device. The pt was transported to hosp by ambulance and was admitted to the intensive care unit over night. Her blood glucose elevated to 400 mg/dl due to the glucose IV. The pt reconnected to the infusion device two days later, and stated that the basal delivery was too high. Her normal basal rate is 18 units of insulin per day and the infusion device was programmed to deliver 25 units per day. The pt's normal blood glucose level is 100 mg/dl. No further info is available. Product was requested to be returned for evaluation.